Manufacturer narrative:
Block h2: additional information (evaluation conclusion codes).

Event description:
It was reported that during the retrograde intrarenal surgery (rirs) procedure the laser fiber got burned. The procedure was completed with another fiber with no patient complications.

Event description:
It was reported that during the retrograde intrarenal surgery (rirs) procedure the laser fiber got burned. The procedure was completed with another fiber with no patient complications.